Manufacturer narrative:
Section d - device information was incorrect. After following up with company representative the correct information has been added. Additional components potentially involved in the event include: common device name: scs lead extension, model: 3383, UDI: (B)(4), serial: (B)(6), batch: a000136958.

Event description:
The device info in this report has been corrected. The patient did not undergo surgical intervention on the lead as previously reported, the reported issue was due to lead extension causing the impedance problem. During the (B)(6) 2023, procedure the patients lead extensions were explanted and replaced to address the impedance issue. Investigation was unable to determine which of the lead extensions contributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that surgical intervention took place where the patients lead was explanted and replaced.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients system has been auto reducing. Surgical intervention may take place at a later date to address the issue.